Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and dka/ hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that on (B)(6) 2020 a patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn between 4 and 24 hours on the leg. The patient had blood glucose levels of 553 mg/dl and was vomiting. The patient was treated with insulin drip through intravenous therapy.